Event description:
It was reported that a nurse "observed broken sears on devices and noticed free flow." This was reported to bd associate during their site visit. There was patient involvement but no harm. The bd team discussed to always use the roller clamp when the pump door is opened, and to sequester devices for investigation. It was reported that no further information is available and no devices available for investigation. Although additional information send product return was requested, customer stated that " the complaints were examples given by staff of errors they have witnessed in the past - no serial numbers and\or further details were given." No additional information was provided to bd and no sample was returned.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.